Manufacturer narrative:
(B)(4): the customer reported that a pt with fragile skin sustained a laceration on her arm after the blood pressure cuff was used. The customer stated that the edge of the bp cuff was sharp which caused the laceration. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a pt with fragile skin sustained a laceration on her arm after the blood pressure cuff was used. The customer stated that the edge of the bp cuff was sharp which caused the laceration.